Manufacturer narrative:
The cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. The tandem pump user guide instructs the user to remove any residual air from the cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text: device not returned.

Event description:
It was reported that the insulin gauge was inaccurate. It was also reported that the customer was using cold insulin and not removing the air in the cartridge. Customer loaded a new cartridge to resolve the issue. Customer¿s blood glucose level was 140 mg/dl.